Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had recent blood glucose levels of 476 and 515 mg/dl, which were treated with manual injection. The customer also reported that the insulin pump had a prime anomaly and that the device was squirting out insulin during manual priming. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.